Event description:
The olympus sales representative reported on behalf of the customer that the during therapeutic uretherscopy, the tip of uropass as 13/15fr x 24 cm 5/bx broke and part fell inside the patient and per physician the tip is believed to be inside the patient. No tests have been performed to verify the status of the tip of device. It was stated that the procedure was completed and no patient harm occurred. Details of the patient's current condition was requested but not available at the time of the report.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer used the device that was manufactured on 10dec2015. This device had a 5 year shelf life and expired on 10dec2020. The reported date of the event was 21jun2023. This device was considered expired when it was used. It is likely that the suggested event occurred based on the customer used an expired device. Olympus will continue to monitor field performance for this device.